Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged prong on the ac power cable of the mobile power unit (mpu) (serial number: (B)(6) was confirmed. The mpu was returned and evaluated at the pleasanton service depot. Upon initial investigation, the damaged prong was noted. The unit booted up and functioned as intended. The customer had been provided a warranty replacement, so the unit was scrapped. The root cause for the damaged prong was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was returned. There were no issues noted with the device.